Event description:
Edwards received information a patient with a 25mm 3000tfx valve implanted seven (7) years underwent valve-in-valve procedure due to pulmonary stenosis and pulmonary valve lesion. A 26mm 9600tfx was successfully implanted inside the surgical valve without any complications. Patient was discharged home in stable condition on post-operative day one (1).

Manufacturer narrative:
The cause of the event cannot be determined; however, patient factors and progression for patient's underlying valvular disease likely contributed to the event.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-0014.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. If additional information is received a supplemental MDR will be submitted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The cause of the event cannot be determined; however, patient factors and progression of patient's underlying valvular disease may have contributed to the event. In this case a aortic pericardial valve was implanted off label in pulmonary position. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a patient with a 25mm aortic pericardial valve implanted in pulmonary position for seven (7) years underwent valve-in-valve procedure due to pulmonary stenosis. A 26mm transcatheter valve was successfully implanted inside the surgical valve without any complications. No additional information was provided.